Event description:
It was reported that the "screw from the bottom left plate backed out of aviator plate. Bottom spring bar broke of from plate. Both bottom screw were removed. No replacement device was used."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
The device was originally reported as a screw, after investigation it was determined that the plate malfunctioned and this MDR is being updated to note that. Method: visual inspection. Results: no specific details were provided concerning the patient's activities, that could have contributed to the reported event. Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature. The returned screw was visually inspected and found to have a large dent on the surface of the screw head, indicating the use of excessive force during screw insertion. It is likely that the spring bars broke off due to damage caused by the excessive force used during screw insertion. Conclusion: the returned device was confirmed to be the spring bars of an aviator assy one level plate. It was confirmed via visual inspection that one spring bar of the plate broke off the plate. One aviator variable self tapping screw was confirmed (via x-ray) was reported to have backed out. No replacement device were used.

Event description:
It was reported that the "screw from the bottom left plate backed out of aviator plate. Bottom spring bar broke of from plate. Both bottom screw were removed. No replacement device was used."